Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had a high blood glucose of 442 mg/dl. Customer treated with a manual shot. Troubleshooting was performed and it was found that the customer had 3 no delivery alarms in the alarm history. Customer does not have a tubing clamp and will be sent one. Customer was advised to call back to continue troubleshooting once she receives the tubing clamp. Customer was advised to do a complete set change. Customer mentioned that she often has bent cannulas.